Event description:
A call was placed on (B)(6) 2014 indicating that this lead was implanted and changed out yesterday due to reproducible oversensing and impedance. The physician was not known and the implanting facility was (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).